Event description:
During a review of the pump?s event history by baxter personnel, a colleague infusion pump was found to have experienced failure code f22. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause is unknown. No repairs were made to correct the reported condition. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). During a review of the pump's event history by baxter personnel, a flo-gard infusion pump was found to have experienced failure code f22.